Event description:
Meter was reading inaccurately. The medical affairs specialist spoke with the relative 3 days later. The patient had been taking humulin n insulin 40 units each am and 20 units each evening. Patient did not make adjustments in dosage based on the meter results. Patient has owned the meter for 2 or 3 years. Recently, patient noticed a decimal point in the results and thought that results were very low, although patient did not have symptoms of high or low blood glucose level. The relative did not know the specific results obtained with the decimal point. The patient went to see physician due to the low numbers on meter. A blood glucose test was given no immediate treatment. The customer care representative (ccr) confirmed that the meter was set to mmol/l instead or mg/dl. The meter had previously been set in the correct units of measurement. The relative stated that neither relative nor the patient had recently changed the units of measurement in the meter settings. The ccr walked the relative through resetting the meter to the correct units of measurement. The patient notified the physician of the meter results being in the incorrect units of measurement and patient's previous insulin regimen was reinstated. The patient obtained a result of 113 mg/dl on the reported meter this morning. The patient neither alleged harm nor experienced injury or medical intervention. Based on the apparent spontaneous change in the meter units of measurement, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. No products were replaced.